Event description:
Physician attempted to deploy a resolute integrity 2.25 mm diameter x 30 mm length drug eluting stent. Target lesion is unknown but was reported to be calcified. Physician reported resistance when advancing the device. Stent failed to cross the lesion. Device was removed and visual inspection showed "fraying" to the stent. The device had been inspected prior to use with no issues noted. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4).